Event description:
It was reported that patient's pump was implanted above patient waist and was now down where patient's hip meets her thigh. It was noted that if the patient bends over or sits, she has to push the pump in with her hand to keep it from pushing against her skin. It was reported that patient never had therapeutic effect. The patient was having the same chronic pain as when she did not have the pump. The patient had kidney problems and stomach problems since the pump implant. Patient had thrown up. It was noted that patient was dissatisfied with their healthcare provider service. The pump was used to deliver morphine, baclofen, and two other unknown drugs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).